Event description:
It was reported that there was possible oversensing and loss of capture on both leads. The patient was in the hospital for an infection which was not related to the pacing system. The leads are still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.